Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: it is suspected that the detachment of the internal pressure-monitoring line was caused by excessive pressure which pushed the line off. The specific cause could not be determined. It was normal after reconnection of the pressure-monitoring line. In addition, this ventilator was made in 2013 and its service life of 8 years has been exceeded. Since we were not there when the event occurred, we could not determine the specific cause and suspected that it was an occasional event. Correction: reason for not taking control actions: 1. The internal pressure-monitoring line was detached. The ventilator was normal after reconnection. 2. The c2 ventilator has been discontinued 3. This ventilator was made in 2013 and its service life has been exceeded 4. Our agent engineer visits the hospital regularly to solve any problem in a timely manner, so as to ensure normal use of the machine. 5. The problem was identified before use, and no patient was involved. Therefore, there was no injury to the patient. The event belongs to "the event unlikely to cause death or injury". Therefore, this event does not meet the definition of the medical device adverse event, and does not need to be reported as an adverse event. In summary, no control actions are required since the risks are completely controllable.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).

Event description:
The following was reported to hamilton medical ag: summary: flow sensor calibration fails / leak test failed ( tightness test failed).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: it is suspected that the detachment of the internal pressure-monitoring line was caused by excessive pressure which pushed the line off. The specific cause could not be determined. It was normal after reconnection of the pressure-monitoring line. In addition, this ventilator was made in 2013 and its service life of 8 years has been exceeded. Since we were not there when the event occurred, we could not determine the specific cause and suspected that it was an occasional event. Correction: reason for not taking control actions: the internal pressure-monitoring line was detached. The ventilator was normal after reconnection. The c2 ventilator has been discontinued. This ventilator was made in 2013 and its service life has been exceeded. Our agent engineer visits the hospital regularly to solve any problem in a timely manner, so as to ensure normal use of the machine. The problem was identified before use, and no patient was involved. Therefore, there was no injury to the patient. The event belongs to "the event unlikely to cause death or injury". Therefore, this event does not meet the definition of the medical device adverse event, and does not need to be reported as an adverse event. In summary, no control actions are required since the risks are completely controllable. Hamilton medical ag complaint number: (B)(4).